Event description:
It was reported that a balloon rupture occurred.   The 50% stenosed target lesion was located in the severely tortuous vein. A 5.0mmx50cmx2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported.